Event description:
Abscess. In 2002, this pt, with a history of gastric cancer, underwent a subtotal gastrectomy. One sheet of seprafilm was placed on the upper abdomen just above the anastomotic site of the gastroduodenostomy. During the surgery, the infection mssa (methicilllin - sensitive staphylococal aureus) was confirmed in the application site. The resected site of the stomach was loop sutured manually with absorbable suture material. The laparotomy wound was 20cm long and sutured in two layers. The first layer was loop sutured with vicril, and the skin layer was sutured manually with nylon suture. A penrose drain was placed in the winslow foramen and drainage of bronn fluid began. In 2002, isepacin was initiated intravenously for infection (mssa) and continued until 7 days later. In 2002 an abscess had developed at the site where seprafilm had been applied. The abscess was drained and two cultures of the drainage fluid were negative for microorganisms. One culture for aerobic microorganism detected mssa. A CT with urografin preformed on 6 days later revealed the abscess at the ventral side of the seprafilm application site. Lavage of the area was performed and the abscess resolved. Five days later, no increase in wbc was noted and CPR was within normal limits. The pt recovered 5 days later. The treating physician assessed the event as definitely related to the use of seprafilm.